Event description:
Healthcare professional reported left side "and complained of having redness, pain and swelling in her left breast...she noticed a small opening and had 1-2 cups of green discharge from this opening." Patient was treated with antibiotics. Device has been explanted.

Manufacturer narrative:
The events of infection, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, and drainage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, a6, d1, d3, d4, h4, h6.

Event description:
Healthcare professional reported left side "and complained of having redness, pain and swelling in her left breast...she noticed a small opening and had 1-2 cups of green discharge from this opening." Patient was treated with antibiotics. Device has been explanted.